Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the variable angle-locking compression plate (va-lcp) radius plate occurred at the first distal va locking hole in the shaft area of the plate. The golden anodized va-lcp is made of pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The chemical composition and the mechanical properties and the microstructure of the plate are in compliance with the international standards. The dimensions of the investigation plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Macroscopically no abnormalities were found. When examining the proximal fracture surfaces of the plate using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. A documented fatigue crack close to the initial fracture zone indicates multiple crack initiation. After breaking, the two plate fragments rubbed against each other causing partly destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area of fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during movement). The presence of the striations is a clear indication of a fatigue process. The fracture surfaces showed also structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, that the implant was subjected to low dynamic bending loads one sided). Constant alternating load cycles (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The original surgery occurred on (B)(6) 2014.

Event description:
An image reading was performed by a medical director at depuy synthes. He stated ¿I have reviewed the complaint narrative and the accompanying x-rays. I can confirm that there is plate breakage as described.¿

Event description:
Device report from (B)(6) reports the following: the affected part had been immobilized since the operation on (B)(6) 2014. After two weeks of cast immobilization, the surgeon found via x-ray that the plate in question was broken. The surgeon replaced the cast with a splint to immobilize the affected part. The patient is paralyzed on the affected side and can not move well, however it appears that this is not correlated to the reported event as the reporter noted that there is no patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Ncr was generated during production (B)(4): resterilization because of registration issues in (B)(4) due to name change from studer leoni (B)(4) to synergy health.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. Explant date: unknown. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.